Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 583-593 mg/dl with trace ketones. The cause of the reported issue was unknown. Tandem technical support (cts) performed a pump system check and determined the customer used off label insulin. Cts educated the customer on insulin labeling. In addition, the pump was verified to function as intended. The customer requested cts call emergency services for the customer. Emergency services were called, and the customer was subsequently admitted to the hospital with a blood glucose level of 595 mg/dl and moderate ketones. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021.